Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image disappearance upon angulation issue could not be determined, however, the issue was likely due to failure of the image sensor unit. In addition, the following non-reportable malfunction was found during the device evaluation: - video connector deformation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope image disappeared during angulation. The issue occurred during inspection for use for a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image disappeared during angulation in the right/left directions due to damage to the charge coupled device unit. It was also noted that the bending section rubber and the protector of the universal cord on the control side had a scratch. The bending section rubber adhesive had a chip and the bending angle in the up direction exceeded standard value due to a dent on the bending tube. The bending section cannot be fixed firmly due to damage on the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.